Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringes, plastic, w/needle 1cc 25gx5/8 had double needles, twisted needles, and lack of black rubber stopper. The following was reported, "syringes with double needles, twisted needles and lack of black rubber stopper."

Event description:
It was reported that syringes, plastic, w/needle 1cc 25gx5/8 had double needles, twisted needles, and lack of black rubber stopper. The following was reported, " syringes with double needles, twisted needles and lack of black rubber stopper."

Manufacturer narrative:
Investigation: for the both bent and double needle: the DHR, maintenance and quality notification record analysis were performed, and one machine defect was found related to the batch involved according maintenance record number #(B)(4) from agmo06 assembly machine. This record refers to the inspection motor not working properly and this is related with the batch involved. The picture was sent by the customer for the evaluation, and it was possible to proceed an investigation and determination a root cause for both incidents which have the same root cause. With that bd confirm the failure. For the defect stopper missing: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The picture sent by the customer was verified and it was possible observe stopper missing. The potential cause for the problem is failure at stopper assemble station.